Event description:
It was reported that the patients right ventricular (rv) lead was suspected to have a fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product model: 6940-52, lead; implant: (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the distal conductor of the lead and it was not obstructed.